Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use. The customer care advocate noted that lithium batteries were installed in the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that the patient underwent an anterior cervical fusion c6-c7. Two weeks post op, the patient reported severe neck pain. After x-rays, it was determined that the screws and plate had migrated. The patient underwent a revision surgery to remove the hardware.